Manufacturer narrative:
The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and blood were observed the silicone insulation was partially peeled away from the tip of the cold jaw. There was no detachment of the peeled silicone. No other nonconformance was observed. Based on the returned condition of the device the reported complaint was not confirmed but confirmed for the analyzed 'peeled silicone." Since blood was observed on the device he most probable cause of the damage is due to improper insertion/retraction of the hemopro tool inside the cannula. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was torn. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was torn. A replacement device was used to complete the procedure. The hospital did not report any patient effects.